Event description:
It was reported that the user experienced faster-than-expected battery depletion and longer charging times with the ilet pump, and internal review of device logs showed no battery alerts out of specification while concurrent cgm connectivity issues were present that can increase power consumption. Symptoms included no reported injury or adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included log review and assessment of device performance against specifications. Investigation of this case revealed normal battery performance by alert criteria, with increased power use likely associated with persistent connectivity activity rather than a hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was user environment and system interaction factors related to connectivity behavior rather than a device malfunction.